Manufacturer narrative:
(B)(4). Date sent: 12/21/2023. D4: batch #713a57. Investigation summary. The product was returned for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample determined that the ntlc55 device was received with the staple height selector broken in half, the anvil shroud locks damaged and no cartridge reload was loaded in the device. Further analysis shows the anvil partially detached from the distal end and the anvil posts on this area appears to be damaged as if the anvil was pulled out off the device. In addition one post of the proximal end was broken as well. No functional test was performed due to condition of the device. The event reported was confirmed and due to the condition of the staple height selector, the anvil shroud and the anvil, the reported complaint was confirmed by an external cause as improper handling. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 713a57, and no non-conformances were identified.

Event description:
It was reported that during an unknown procedure the anvil attachments are displaced.there were no patient consequences.